Event description:
It was reported that the user contacted support for assistance with a 23-inch infusion site change and was guided through reconnection, after which insulin delivery resumed, with no alerts or alarms and no effect on blood glucose control reported post-reconnection. Symptoms included hypoglycemia, with a blood glucose value of 55 mg/dl; the user reported feeling okay and treated the event with 15 grams of carbohydrates every 15 minutes. Outcomes included continued use of the device without hospitalization. Investigation included remote troubleshooting and user education focused on infusion site change and reconnection steps. Investigation of this case revealed no device malfunction or alarm condition and successful restoration of insulin delivery after site change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.